Event description:
I had submuscular silicone natrelle inspira textured breast implants (ref # trm-485) inserted on (B)(6) 2017. I decided to have them removed on (B)(6) 2020. During the removal procedure, the surgeon discovered that I had an intracapsular rupture of my right implant. It is concerning that an implanted medical device failed in less than three years. FDA safety report ID# (B)(4).